Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that he had already replaced the heater bag. The tsr advised the hp to start over with new supplies and explained proper procedure to disconnect bags. The hp would start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the hp on (B)(6) 2012. Therapy has been going well since the event. There was patient involvement but no patient injury or medical intervention was reported. Ps contacted the registered nurse on (B)(6) 2012. She stated that the patient had not reported this incident to her, and that she would review proper procedures with the patient. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is confirmed for use error - reuse of single-use product. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.